Event description:
It was reported that the programmer had noise, even with a cable that is known to be good. It was further reported that the connector was loose and that the keyboard needed to be replaced. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) noise on programmer due to loose ECG (electrocardiogram) connector. Keyboard hinges are broken. Keyboard slide is missing. No fault found with keyboard. Hinge plate screws are missing.